Event description:
It was reported by service report that the side rail will not lock. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result - side rail latch mechanism.